Event description:
The customer alleges that the device does not thread onto the reservoir correctly and as a consequence the bottle falls to the floor. No pt injury.

Manufacturer narrative:
(B)(4). A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not received at our facility. Regarding other customer complaints for this same issue, a CAPA file # (B)(4) was opened. Customer complaint cannot be confirmed, based only on the info provided, to perform a correct investigation and determine the source of defect reported it is necessary to evaluate the sample involved in this complaint. An attempt to duplicate the failure mode was made, but at the time there is no inventory of the involved product code available at the facility and it is not being manufactured at the time; however regarding other customer complaints from this same issue, a CAPA file #(B)(4) was opened (this CAPA is owned by r & d). If the device sample becomes available at a later date, this complaint will be re-opened.